Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This customer returned cpu pcba was tested and no restart failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During corrective maintenance, the manufacturer's international service technician found the system restart error codes in the diagnostic report. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.